Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
H5: by mistakenly it was marked no. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's allegation was not confirmed. Additionally, although the lock lever of the connecting tube appeared to be broken, it was found to be intact during the evaluation. Based on the investigation results, it is likely that the tube was not properly connected until it clicked. Alternatively, foreign material or similar debris might have adhered to the joint of the tube. However, a definitive root cause could not be determined. Furthermore, the event described as "lock lever of connecting tube was broken but the lever was not broken" is likely due to the tube not being pushed in fully (until it clicked) during connection, or foreign material or debris getting caught between the connecting parts, which prevented the tube from being properly connected. The event can be detected and prevented by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor's connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm.